Manufacturer narrative:
A revision procedure was performed and the lead was explanted and replaced. The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had a pacing impedance measurement greater than 2000 ohms, and was exhibiting noise, loss of capture, and high pacing thresholds. A lead fracture was suspected. The patient was hospitalized. No further patient effects were reported.